Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller states the left wheellock handle will not lock the wheellock in place. No further information was provided.